Manufacturer narrative:
(B)(4).

Event description:
The customer reported an error of water not filling in both basins of the evotech ecr unit, and it is unk if the load was reprocessed prior to being released for use on a patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection. As a matter of policy, asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.